Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was implanted with the device in 2017, and had it replaced because it stopped working. Patient stated that they had fallen a few times and the wires became disconnected. Patient services did not ask about circumstances that led to the reported issue. Patient had a new system implanted (B)(6) 2021. No further complications were reported at this time.